Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced an elevated blood glucose (bg) level of 612 mg/dl and moderate ketones. The cause of the high bg was unknown. A manual injection was administered and the infusion set was changed to address bg level. Recommendation was made to discuss diabetes management with a health care professional.